Event description:
Information was received from a manufacturing representative reporting that a patient's ins would heat up when recharging and during use, starting 2 months ago. They reported that the patient has to fiddle with the implant to feel the stimulation and that the ins has moved around in the pocket since implant. Impedance check showed 1038-1575 ohms when the patient was tested standing up. Impedance is 926-1465 with the patient laying down. It is noted that the patient generally recharge by laying down and sitting up. Electrode 13 and 14 are 1268 ohms and 7 and 15 are 1254 ohms; the only 4 electrodes that has common repeating impedance values. The patient doesn't recall ever seeing too hot message on insr when recharging. The impedance checks did not show any open or short circuits while the patient was in different positions. The patient was instructed to monitor the situation and collect data for the next two weeks prior to follow up. Indication for use is non malignant pain.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2017-03-16 13:48:37 cst pli# 10 product ID# 97714 the ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to #0} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} analysis determined the telemetry was acceptable. Due to the reported complaint, a heat test of the ins was performed to determine if the ins generated any heat while recharging. {- a heat test was performed with the explanted ins and control device; no anomalies were observed.} {for heat testing results and process see the an_heat test report and an_heat test process, located in the attachments.} due to the reported complaint, a test to monitor the temperature of the ins was performed. {a heat test was performed with the explanted ins and control device (the control being set to the same or similar parameters as the returned ins); no anomalies were observed.} {for heat testing results and process see the an_heat test report and an_heat test process, located in the attachments.}

Event description:
Additional information was received from medical representative and they discussed the issue patient currently had and discussed it must be a fluid short. They reported revision was most likely needed. Caller to determine which lead or side was affected.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no evidence of anomalies. The ins passed the final functional test on the automated test console, the adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted, a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received, analysis determined there were no issues when pressing on the ins can, analysis determined the telemetry was acceptable, and no anomalies were observed during the heat test. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.